Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegations were not confirmed. However the failure to switch to nbi was confirmed. Based on the results of the investigation, it is presumed that the malfunctions occurred due to a temporary short circuit of the narrow band imaging light-emitting diode due to long-term use, but the root cause of the short circuit was not identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center error code 106 occurred, and it was not possible to switch to narrow band imaging. Also, the light-emitting diode on the front panel was blinking. Since the white light was emitted, the test could be completed. The issue was found during preparation for use. There were no reports of patient harm.